Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: the pump's black box showed no evidence of short battery life. There were multiple battery related alarms due a discharged battery being used. The audio bolus button cover was torn but the button was properly responsive. The display screen was distorted upon start up and moisture corrosion was observed on the display screen inside the pump. A leak test failed due a bolus button leak. The prime steps were performed correctly and all current reading were within specifications. Further moisture corrosion was found inside the pump to the display screen, the cgm module, and to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was water behind the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.